Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test or verify prime anomaly when changing the setting due to a motor error alarm. The device had cracked battery tube threads and a cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 204 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.